Manufacturer narrative:
Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) advancer tube jammed and was difficult to remove. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. Review of lot f1715901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Per the mynxgrip instructions for use (IFU), it instructs user to open the procedural sheath stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a device jam. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) advanced tube jammed and was difficult to remove.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) advanced tube jammed and was difficult to remove. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the syringe was connected to the device with the stopcock closed. The advancer tube was observed on the catheter, covering the balloon¿s proximal tip and properly engaged to the distal tamp lock as received. The sealant and procedural sheath were not returned with the device. The shuttle was engaged to the black handle and a kink was observed in the shuttle tube as received. It is unknown if the kink had contributed to the reported event; however, the device was not packed properly for returning to evaluation and the location of the kink indicated that the kink may have been caused by handling and packaging. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have contributed to the reported incident. No anomalies were observed. A device history record (DHR) review of lot f1715901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant device deployment jam¿ could not be confirmed since the device was received without the sealant. The exact cause of the failure experienced by the customer could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.